Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported the vitretomy probe did not cut during a procedure. The aspiration was working. The product was replaced and the procedure was completed with no harm to the patient.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. The returned sample was visually inspected and found non-conforming with orange/brown foreign material in the port and on the tip of the needle and clear foreign material also in the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for cut and was non-conforming for actuation and aspiration. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the cutting edge and a couple other locations along the inner cutter. Wear marks were also observed at a couple locations along the inner cutter. The sample was tested with a syringe and no resistance was felt. The sample was retested for actuation and aspiration with the probe driver and was able to actuate and aspirate. The initial actuation and aspiration tests failed due to an interference within the probe and once the interference (needle assembly) was removed the probe was able to actuate and aspirate. The complaint evaluation did not confirm the probe had a cut failure. The evaluation indicated that the probe had an actuation and aspiration failures. The cause of the aspiration failure is the inner cutter remaining in the port of the needle due to the actuation failure, obstructing aspiration flow through the probe. The cause of the actuation failure is the observed wear to the inner cutter of the probe. A worn inner cutter can impede the movement of the cutter shaft. How and when the inner cutter of the probe became worn cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the evaluation did not confirm a cut failure and the exact root cause for the actuation and aspiration failures cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).